Manufacturer narrative:
User facility medwatch report# (B)(4). The device is not returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number.

Event description:
User facility medwatch report# (B)(4). Describe the event or problem: two perclose devices were attempted to be deployed by the surgeon in the femoral artery of the patient and both misfired/did not deploy correctly. Both devices were from the same lot. What was the original intended procedure: repair of infrarenal aaa. What problem did the user have: device failed (e.g. Broke, could not get it to work or stopped working) device malfunction, that is, the device did not do what is was supposed to do.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. E4: changed from no to yes.